Manufacturer narrative:
(B)(4) date sent: 11/28/2016. Batch # (B)(4). The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the blade tip break off? Yes. If yes, did the broken blade tip fall into the patient? Yes. If yes: was the broken blade tip retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No. Is the broken blade tip being returned with the device? Yes.

Event description:
It was reported that during an unknown procedure the active blade broke off of the instrument and fell into the patient. The broken tip was retrieved from the patient. It was not reported how the procedure was completed. There were no patient consequences reported.